Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The unit was tested on an in-house system in normal mode. Errors 1126 and 900 were triggered. The usm also failed the fiber cable test for the parallelogram. A golden parallelogram fiber cable was installed and the unit was able to pass testing. The unit also failed friction testing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure that arm 4 on the da vinci system faulted three times. The caller noted that this was a three-arm case, and that arm 4 was not being used. The intuitive tech support engineer (tse) found error 48259 in the system logs against arm 4. The tse advised that if the error persisted that arm 4 could be disabled. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the arm 4 faulted, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced arm 4 to resolve the issue. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm); however, failure analysis is not complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.